Event description:
A customer observed negatively biased qc results after switching lots of tsh reagent. No pt results have been questioned. Erroneous results could lead to inappropriate physician action. There was no report of pt harm as a result of this event.

Manufacturer narrative:
Investigation summary: investigation into this event showed that calibration results were acceptable. Maintenance procedures were reviewed and verified. Correct fluid handling was verified. No further investigation on this lot was possible due to limited supply. Datalog analysis showed acceptable analyzer system performance. The issue was resolved by using an alternate lot of reagent. The root cause of the event is unk.